Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a significant longevity change from three years to one and a half years remaining. A review by engineering noted that the device was consistent with the lv capacitor behavior but had not triggered fc1003. The device hardware was not detecting the loss of battery energy. Due to this , the battery status indicators were not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was malfunctioning, and should be replaced and returned. At this time the device remains implanted. No adverse patient effects were reported.